Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2024, a patient contact reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with peritonitis. Though there was a reported general concern about a recall of delflex dialysate solution in (B)(6) 2023, there was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2023 following abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained in the hospital on (B)(6) 2023 presented with pseudomonas (species unknown) in the culture and an elevated wbc count (exact count unknown). The patient was diagnosed with peritonitis due to unknown etiology. It was suspected the patient¿s peritonitis stemmed from a tunnel infection; however, this was unable to be confirmed as the patient had no record in the outpatient clinic or statement from the patient that he experienced a tunnel infection. The patient was prescribed intraperitoneal cefepime at 2000 mg daily for two weeks to address the infection. The patient¿s pd catheter (not a fresenius product) was removed on (B)(6) 2023 due to the severity and nature of infection. The patient was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided hd device (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2023. It was confirmed, though the exact cause of infection remains unknown, there was no indication the patient¿s peritonitis, and the associated hospitalization were due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event and continues hd therapy on an in-center basis post discharge with no plan to return to pd therapy.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established that pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s adverse event cannot be determined in the absence of a reported source of infection; however, there was no indication the patient¿s peritonitis was due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. This is further evidenced by the presence of an opportunistic pathogen that affects immunocompromised patients such as the esrd population. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
On (B)(6) 2024, a patient contact reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with peritonitis. Though there was a reported general concern about a recall of delflex dialysate solution in (B)(6) 2023, there was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2023 following abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained in the hospital on (B)(6) 2023 presented with pseudomonas (species unknown) in the culture and an elevated wbc count (exact count unknown). The patient was diagnosed with peritonitis due to unknown etiology. It was suspected the patient¿s peritonitis stemmed from a tunnel infection; however, this was unable to be confirmed as the patient had no record in the outpatient clinic or statement from the patient that he experienced a tunnel infection. The patient was prescribed intraperitoneal cefepime at 2000 mg daily for two weeks to address the infection. The patient¿s pd catheter (not a fresenius product) was removed on (B)(6) 2023 due to the severity and nature of infection. The patient was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided hd device (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2023. It was confirmed, though the exact cause of infection remains unknown, there was no indication the patient¿s peritonitis, and the associated hospitalization were due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event and continues hd therapy on an in-center basis post discharge with no plan to return to pd therapy.